Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on three of the instruments. Each envelope seal was intact. Two devices passed an air leak test and two failed. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and amended as appropriate.

Event description:
According to the reporter: during a laparoscopic distal pancreatectomy procedure, approximately two hours after starting of the device, a strange sound was heard and air leaked from the cavity. No adverse events have been reported.